Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this device was explanted due to normal battery depletion. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The programming will remain as is at this time and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The device was programmed to pace in unipolar and sense in bipolar. No adverse patient effects were reported.